Event description:
The distributor reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. No additional information was provided. The distributor reported no pt complications.